Event description:
The customer stated that he was in a diabetic coma for eight days due to diabetic ketoacidosis. The reported blood glucose reading was 480 mg/dl. The insulin pump cannot be returned because the customer's doctor, threw it out. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.